Event description:
Notified by source of an internal 'blood' leak on a reused dialyzer, use #9. Due to the leak, the pt treatment was interrupted, the extracorporeal circuit was discarded and a new dialyzer was primed for treatment. Ebl reported was 190cc. The pt tolerated the blood loss without symptoms and there was no medical intervention necessary.